Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while hospitalized for heart failure and lung problems this electrode had evidence of oversensed muscle noise. X-ray confirmed dislodgement. The lead was electrically deactivated. No additional adverse patient effects were reported.